Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(6). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2013. According to the complainant, the bt procedure was successfully completed with no issues noted to the device and no patient complications. However, two days following the bt treatment, the patient presented to the hospital and a pneumothorax was confirmed. The patient was subsequently admitted into the hospital and treated. It is unknown how the patient was treated. However, he has recovered from this event and was discharged from the hospital two days after being admitted. Currently, the patient is reported to be doing well.